Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended quick bolus without any buttons being pressed. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer damaged the soft component of the up and down button by activating the button with sharp objects. The damaged soft component allowed liquid ingress to the pump. The fluid inside the pump influenced the pump electronics and resulted in a continuously active up button. While it is possible for the pump to switch into the quick bolus menu with the permanently active up button, that permanently active up button does prevent the programming and delivery of a bolus.